Event description:
There was a crack in axis direction on the radius during locking bone screw insertion.

Manufacturer narrative:
Although this would not be considered a reportable event, we became aware that this event was reported to pmda. We believe it provides FDA be made aware of this event as well. Additional associated mdrs: MDR number part number 3025141-2013-00129 col-3140-s, 3025141-2013-00130 col-3140-s, 3025141-2013-00131 col-3140-s, 3025141-2013-00132 col-3140-s, 3025141-2013-00133 col-3140-s, 3025141-2013-00134 col-3140-s, 3025141-2013-00135 col-3140-s.